Event description:
Reporter experienced swelling and pain 9 months post double knee replacement. The patient reports an incident where she was playing a sport and her knees collapsed. She had an x-ray done in which the right prosthetic showed to be collapsing into the bone. Patient had revision done in (B)(6) 2019 where she had the device explanted. She notes her left knee was asymptomatic for the most part; however, another doctor saw the prosthetic pulling away from the femur and advised her to have it removed. She plans on explanting the left side sometime in the fall of this year.